Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and genital haemorrhage ("abnormal bleeding(general)") in an adult female patient who had essure (batch no. 620740) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2006, the patient experienced mood swings ("hormonal changes describe: mood swings"). On (B)(6) 2006, the patient had essure inserted. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), contusion ("rashes or skin conditions type : bruising"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)") and alopecia ("hair loss"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and abdominal pain ("abdominal pain"). The patient was treated with ablation and surgery (total hysterectomy (uterus and cervix removed) and ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, migraine, headache and dysmenorrhoea outcome was unknown and the mood swings, contusion, dyspareunia, alopecia and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, contusion, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and genital haemorrhage ("abnormal bleeding(general)") in an adult female patient who had essure (batch no. 620740) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2006, the patient experienced mood swings ("hormonal changes describe: mood swings"). On (B)(6) 2006, the patient had essure inserted. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), contusion ("rashes or skin conditions type : bruising"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)") and alopecia ("hair loss"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and abdominal pain ("abdominal pain"). The patient was treated with ablation and surgery (total hysterectomy (uterus and cervix removed) and ablation). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, migraine, headache and dysmenorrhoea outcome was unknown and the mood swings, contusion, dyspareunia, alopecia and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, contusion, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.